Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain. It was reported that the patient was hospitalized and treated with cefazoline (1g, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. The cause of the event and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by dizziness, chills, shivers and discomfort. The cause of peritonitis was reported as pd solution with perforation in the lines. Antibiotic treatment with cefazoline was discontinued and the patient has recovered 15 days after the event onset. H11: based on additional information received, the baxter pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.